Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® serum / cat blood collection tubes the stopper was loose. The following information was provided by the initial reporter: easily open cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® serum / cat blood collection tubes the stopper was loose. The following information was provided by the initial reporter: easily open cap.